Manufacturer narrative:
H3: product analysis product ID# 977119, serial #: (B)(6) analysis determined that the service life of the implantable neurostimulator (ins) was started prematurely. The ins was received with the battery fully depleted. The device was pmr'd, fully recharged, and clinician programmer logs were pulled. The session report shows the device usage was started on (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Rep reported the cause was unknown. The device was returned. Rep reported that the device that was implanted for the patient was (B)(6). Rep stated they returned the correct one. Rep was originally trying to use this ipg for the patient on (B)(6) 2025, while in the packaging but then lost the ability to connect, so used a backup. Rep then took this battery they have returned to another case on march 27 and opened the battery and tried to connect but it wouldn¿t connect, so they sent it back.

Event description:
It was reported the stimulator would not connect to the tablet prior to surgery after multiple attempts, so a backup ipg was used. Tablet was restarted communicator batteries were replaced, and the ipg still would not connect to the tablet. The device was never implanted and would be returned. The cause was not known. No symptoms were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.